Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the balloon (subject device) would not deflate during procedure at intracranial aneurysm. Physician used a second balloon to deflate the original one that was not deflating. The procedure did not complete successfully. Patient reported to have passed away on (B)(6) 2021. Relationship of patient death to the balloon (subject device) and associated procedure is unknown. No other information was provided.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, two transform devices were returned, multiple pieces of procedural equipment were returned with device. It was noted that the lamination over the vents on device (B)(6) was damaged, it was noted that the vent section of device (B)(6) was filled with blood, and it was noted that both devices were returned with synchro guidewires within. A functional inspection could not be completed on either device due as the synchro devices were stuck in the catheters. An attempt was made to flush the devices unsuccessfully, they were then soaked for 2 hours in warm water without success. The reported event could not be confirmed; however, the analysis results are consistent with the reported event. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging, there were no anomalies noted to the device prior to use, continuous flush was maintained to the device per the dfu. It was unknown how tortuous the patient¿s anatomy was, what device was used to inflate the balloon, whether the correct inflation medium used to inflate the balloon as per the dfu, was the device inflated over nominal pressure or excessive pressure used or was the balloon successfully inflated during preparation. Additional information indicates that it is unknown what caused the patient¿s death. Two devices were returned for analysis and the balloon catheter shafts were noted to be ¿balloon damaged¿ and ¿balloon catheter shaft blocked/occluded¿. The catheter shafts were damaged and blocked/occluded which can lead to balloon deflation issues. It is probable that the damage and blood with the device caused the failure to deflate. The as reported defect ¿balloon difficult/unable to deflate during use¿ and ¿patient death¿ in addition to the as analyzed defects ¿balloon damaged¿ and ¿balloon catheter shaft blocked/occluded¿ will be assigned procedural factors as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.

Event description:
It was reported that the balloon (subject device) would not deflate during procedure at intracranial aneurysm. Physician used a second balloon to deflate the original one that was not deflating. The procedure did not complete successfully. Patient reported to have passed away on (B)(6) 2021. Relationship of patient death to the balloon (subject device) and associated procedure is unknown. No other information was provided.